Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated the instrument had processed cuvettes with no errors, but the uninterrupted power supply (ups) icon was low on the day of the issue. A siemens customer service engineer (cse) was dispatched to the customer's site. After evaluating the instrument, the cse noticed an ozone smell and the battery icon on the instrument screen. The cse replaced the heat torch and bypassed the ups because there was no evidence of burning smell or heat damages to the instrument. The cse performed system check, which passed and the customer ensured that quality control (qc) was in range. On a scheduled follow up visit the cse replaced the ups, the data cable and the ups interface because it was discovered that the communication cable to the ups had been rounded over by the heavy caster wheels and some wires were exposed. The cse performed system check, resulting acceptable. The customer then ran qc, resulting satisfactory. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded that the burning smell was due to the short circuit of the data cable caused by someone rolling over that line with the analyzer. There were no injuries reported for this incident. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator smelled a burning odor coming from the diaphragm and cuvettes area of a dimension xpand plus instrument. There are no reports of adverse health consequences or patient intervention due to the burning odor.